Manufacturer narrative:
H.6 investigation summary: customer contacted bd support regarding their bactec fx bottom 441386 sn (B)(6) alleging the machine produced a false negative. Bd support requested the log files and analyzed the data received, but were unable to determine an issue with the instrument. The fx was operating within specifications and no errors were present. One note was made of ambient temperature fluctuations near the instrument. Ambient temperature fluctuations are known to potentially interfere with results, which is why the operating manual specifies recommended ambient temperature ranges for operation. No other issues or concerns were found, and the instrument is functioning as intended. This is an unconfirmed complaint. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review showed no prior complaints reported for false negative issues. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. The root cause was determined to be ambient temperature fluctuations. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ fx, instrument bottom, packaged that there was false negatives. The following information was provided by the initial reporter: customer reports false negative.

Event description:
It was reported that while using the bd bactec¿ fx, instrument bottom, packaged that there was false negatives. The following information was provided by the initial reporter: customer reports false negative.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.